Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an osteotomy of tibial tuberosity on a small canine, it was observed that the saw attachment device broke into fragments that fell in the surgery field. According to the reporter, thumb forceps were used to extract pieces from the patient. A postoperative radiography was taken to insure all fragments were removed. A cutter device was also used in this procedure. It was unknown if there was a delay to the surgical procedure. A spare identical device was used to complete the surgery successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device and its adjuster fork were both broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to inadequate design specifications during manufacturing. A CAPA has been initiated to address the breakage of the turning fork. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subsequent follow-up with the reporter, additional information was received. It was reported that there was a 15 minute delay in the surgical procedure due to the event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.